Event description:
It was reported that a patient was in a car accident on 2013 (B)(6) and the accident broke the implantable neurostimulator (ins) and lead and pulled it loose. After the accident the pieces were breaking through her skin and the lead was ¿wrapped around 2.¿ the ins was replaced and the doctor left the lead implanted because, he said it would be more dangerous to remove it even though the lead was broken. The doctor told the patient never to use program 2. The doctor told the patient that he may have to move the ins from the left side and place it on the right, but he didn¿t know if that would work for her due to the bruising and issues she had. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but had not sought further help.

Manufacturer narrative:
Product ID 3889-28, lot# v381111, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).